Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation which showed foreign matter on the sidewall of the tube. The device history records were reviewed with no issues being identified. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode: fm-unknown via photo analysis. No definitive potential cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective actions are required. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, a foreign body was seen inside of one tube. No adverse impact was reported regarding the patient or user.